Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 80 events were reported for this quarter. Product return status: 79 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status: 78 events were confirmed during testing. 78 devices were found to be affected by missing paint chips. 1 device evaluation is in progress. Additional information: 80 devices were not labeled for single-use. 80 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 80 </noe> malfunction events in which the device had paint chips missing. 80 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 79 </noe> malfunction events in which the device had paint chips missing. 79 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 80 events were previously reported during the reporting quarter; however: - 1 previously reported event in this report should have been included under MFR report # 0001811755-2018-02213. - 79 total events were reported for this catalog number/device code combination for the reporting quarter.